Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging unit is noisy and there is a burning odor. They also allege there are black particles in the humidifier tank. The device was returned to the manufacturer's product investigation laboratory for investigation. Investigation was performed as outlined in ER 2244873 (v01). During the investigation,manufacturer was unable to initiate therapy due to the unit making a loud noise and would not run. Manufacturer observed brown/black contamination (inconsistent with degraded sound abatement foam) on the iso port, ui panel, and the rear panel,brown contamination on the top enclosure,unknown black particles (inconsistent with degraded sound abatement foam) on the bottom enclosure,dust-like contamination in the blower motor,black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01 .dust-like contamination at the air inlet of the blower box,broken fins on the inside of the blower. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.